Manufacturer narrative:
Review of the device history record (DHR) file for the valve was completed and the valve was found to have met all specifications prior to distribution. Per the instructions for use (IFU) for the edwards sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the prosthetic valve. However, ischemic strokes can have other etiologies, including afib, and carotid artery lesions. In addition, major risk factors for tia and stroke include htn, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event cannot be confirmed, however, review of medical records provided revealed the following diagnosis/conclusions; the patient had multiple vascular risk factors and imaging was consistent with l mca inferior division stroke. Given the presence of b/l infarcts and afib off antiocoagulation, the etiology of the stroke was likely cardioembolic. No further action is possible at this time.

Event description:
It was reported through the clinical study that approximately four months post transcatheter aortic valve replacement (tavr) procedure the patient was admitted with global aphasia and r hemiparesis, and subsequently MRI confirmed the patient had suffered a large left middle cerebral artery (mca) infarct. The patient was also found to be in new onset atrial fibrillation, which was treated with cardizem.